Event description:
It was reported that during routine generator exchange there was a failure to remove the lead from the header. When setscrew was finally removed a component of the setscrew was missing and was searched via x-ray but not found. Physician successfully explanted and replaced the pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported events of lead failure to be disconnected and missing component were confirmed. A full lead was returned in one piece for analysis. Final analysis found blood in the connector ports which caused the lead to be stuck, and also found metal rings were dislodged from the septums due to off-center wrench insertions during explant procedure. No other anomalies found.